Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident and the current blood glucose is 293 mg/dl. The customer also report the blood glucose was 207 mg/dl. Customer report that insulin dripping or squirting from end of set before connecting at their site. Customer state that they uses auto mode feature. Customer also report customer does not allege pump was over delivering. The customer was treated with food. The customer did not provide details regarding symptoms of low blood glucose. The insulin pump will not be return for analysis.